Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. The sample was visually inspected and the reported condition was confirmed. The root cause of the reported condition was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report that there was no povidone iodine solution inside the connection shield. No patient injury or medical intervention is associated with this complaint.